Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet reported elevated blood glucose with post¿meal spikes after meal announcements and noted changing insulin needs over time; the user intermittently took outside therapy via multiple daily injections and performed extra meal announcements to lower glucose, which they were advised could disrupt algorithm performance, and they planned to begin using fiasp pump cartridges with consideration of a factory reset; an alert 272 was referenced. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer support review, education on appropriate use, and referral to a clinical diabetes specialist for training. Investigation of this case revealed no device malfunction identified and suggested use-related factors, including extra meal announcements and outside insulin dosing, as plausible contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.